Event description:
Boston scientific received information that this device was part of a system explant due to an infection.

Manufacturer narrative:
If additional information becomes available, this report will be updated.